Manufacturer narrative:
Evaluation summary: no abnormalities that could have contributed to the reported event were found during the device history records review and the review of release criteria. Additional information was requested, though not received. The event could not be confirmed with the available information. (B)(4).

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the lasik treatment in the left eye was interrupted at two percent (2%) of completion, after the system displayed an error message: "primary energy is too low." The technician performed a gas exchange, system calibration, and the laser worked again. The surgeon proceeded to fire 2% of the treatment plan on gel, and then resumed and completed the treatment on the patient (98%). Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.